Manufacturer narrative:
In the case description, the user reports their controller was performing slow, being two minutes behind the commands that they were giving. The user believes this issue is causing the device to deliver the bolus late, which creates a concern that the device may be overdelivering insulin. Additionally, the user mentions the controller goes blank while delivering a bolus. The physical device was not returned. Android log files were uploaded to the cloud by the user for investigation. The logs files were viewed and did not find any evidence of issues for insulin delivery. No controller alarms or issues were observed in the log files or audit files. Evidence of the controller lagging behind actions done by the user were not found in the log files. The controller functioned as intended. Correction to d(4): sequence number changed from unavailable to (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported pdm issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient blood glucose (bg) values reached belove 70 mg/dl. The patient reported that their personal diabetes manager (pdm) was 2 minutes behind the commands they were giving it. The patient reported that due to this issue it delivered a bolus late. The patient also reported that the screen would go blank for 2 minutes.